Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced false positive results for rsv. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: certest fluab/rsv. The following information was provided by the initial reporter: "higher amounts of atypical curves for the 630 channel (rsv target) triggering false positive result for rsv.".

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they are having atypical curves that on cy 5 channel that would lead to false positive on rsv for flu/rsv assay. Field service was dispatched. Field service renormalized both readers and performed a 5 ch run. The qualification run passed, but the curves were still noisy on customer run. Field service verified pressure setting and tray alignment and verified pump operation. Field service replaced both readers and pump #4, performed gantry alignment, and renormalized both readers. Field service performed a successful qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No sample was returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. The complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced false positive results for rsv. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: certest fluab/rsv. The following information was provided by the initial reporter: "higher amounts of atypical curves for the 630 channel (rsv target) triggering false positive result for rsv."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.